Event description:
Consumer complaint of low blood glucose results. Consumer states she ran her glucose this morning and got a result of 55 mg/dl. Customer states she normally gets results between 90-118 mg/dl. Customer refused to review meter memory or troubleshoot. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).